Manufacturer narrative:
Additional information: d1, d4 ( model #, catalog #, expiration date, lot #, UDI#), d8, g3, g4 (PMA / 510(k) #), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d10. Concomitant products: 88862947-53, 88862947-53 ticron 2-0 blu 75cm sc250 da (lot d1c2439y); 88862947-53, 88862947-53 ticron 2-0 blu 75cm sc250 da (lot d1c2439y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an arthroscopy procedure, the blue suture of three units of the device broke while tightening the knot. The procedure was successfully completed with a competitor's device and a surgical delay of less than 30 minutes. No further complications were reported.kl 4/30/2025

Manufacturer narrative:
D10 concomitant products: unknown ticron - unknown-ticron, lot #unknown, unknown ticron - unknown-ticron, lot #unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.kl 4/30/2025